Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode of infection. The visual inspection did confirm the device has extensive wear on the articular surface and is damaged from extraction. The clinical medical investigation concluded that this case reports that a revision/poly exchange surgery was performed 25 days post implantation, due to infection. Per email correspondence, the patient was treated for an infection and the insert was removed for standard practice of an incision and drainage procedure. Additionally, the requested surgical records and x-rays have not been provided. Therefore, the patient impact beyond the revision and the clinical root cause of the infection cannot be determined. Due to the limited information provided, no further clinical assessment can be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the sterilization records revealed the batch was sterilized within normal parameters. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include traumatic injury, patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that a revision surgery took place on (B)(6) 2021, due to an infection in the patient knee. The concern is the significant amount of wear the articular surface size 6 8mm shows from the short amount of time it was implanted. Primary surgery took place on (B)(6) 2021. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.